Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. Blood glucose value was 250 mg/dl. Customer was advised to change the infusion set and reservoir and prime again; customer stated the motor did not slow down nor did numbers ramp up on the screen and the insulin pump was stuck in the rewind sequence. The drive support cap is protruded. Customer also mentioned experiencing high blood glucose of 399 mg/dl. Blood glucose during the call was 236 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.